Event description:
It was reported the patient's lead exhibited invalid impedances intra-operatively during the trial procedure. Troubleshooting was attempted to no avail. As a result, the lead was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.